Manufacturer narrative:
(B)(4).

Event description:
The pt experienced slight worsening of symptoms and high impedances on all electrode combinations involving 0 and 1 for the left neurostimulator (ins). Additional info has been requested.